Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth timeout while pairing to their device. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth was confirmed. Analysis of the provided device diagnostics found a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were found.

Event description:
New information received notes that the patient returned to clinic and programming changes were made. Bluetooth telemetry was established. The patient was stable.